Event description:
A report was received that the patient had tenderness and redness at the pocket site. The patient underwent an explant procedure. The physician explanted patient's entire system. The physician does not believe the patient's symptoms were device related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility.